Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. The visual inspection of the returned photos noted: the first photo depicts the trocars and cannulas in a sample bag. There are different size devices in the bag. The person has their middle finger on the distal end of one the obturators poking out through the bag. The second photo depicts the person holding the bag around the top of the obturator. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a left video-assisted thoracoscopic surgery (vats) with placement of pleural catheter for left pleural effusion and metastasis, a 5mm trocar was attempted to be placed under thorascopic vision. However, when the camera was introduced, there were poor visualization and two additional 5mm trocars were placed (inferiorly and inferomedially). 300-400ml pleural fluid was removed and examination showed carcinomatosis along the parietal pleura. An inferomedial incision was made and a 15 french tunneled aspiration catheter was placed through one of the 5mm trocars. Prior to closure, examination revealed bleeding without an obvious source. The patient's hemodynamics worsened, and decision was made to pursue a thoracotomy. Aggressive resuscitation ensued and additional assistance was requested as a piece of metal in the region of the intercostal space was noted. Upon further inspection, it appeared to be a piece from a broken 5mm trocar. The metal piece was removed and direct suture repair was attempted; however, the patient sustained massive blood loss (500cc or more) and went into cardiac arrest despite extensive resuscitative efforts and blood transfusion. Surgical time was extended more than 30 minutes. The patient expired in the operating room.